Manufacturer narrative:
Concomitant medical devices: product ID: 74002, lot# n224667, implanted: (B)(6) 2009, product type: adapter. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# la1036, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative reported a revision was done on (B)(6) 2015 to move the implantable neurostimulator (ins) to a different location as the patient had not been happy with it since implant as it was uncomfortable. The ins was replaced and located in a different area. It was noted during the case the impedances were abnormal and visual inspection noted wires exposed on extension. Another revision was planned to replace the extensions.

Event description:
It was reported that the implantable neurostimulator (ins) site was painful to touch, had fluid around it, and was bruised on one side. The patient was having problems with their stimulator. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.